Manufacturer narrative:
This report is a combined initial and final reporter, containing both the originally reported event as well as the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned and evaluated. During the evaluation, the user report was confirmed. The image issues were being caused by a faulty cable unit. Additionally, the rear cover label was faded. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the reported failure was caused by the cable unit malfunction. The cable unit will need to be replaced. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that during preparation for a diagnostic procedure, the olympus 4k autoclavable camera head was intermittently loosing the image. According to the initial reporter the image would appear grey and cut in and out. Reportedly, a different camera was used to complete the procedure with no negative impact to the patient.